Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed a functional and undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without issue. The root cause of the failure to detach during the procedure could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01336.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01336.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coil detachment handles (handles), penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully framed the vessel using three coils. Next, the physician advanced a smart coil into to the target location and used a handle to detach it; however, the smart coil failed to detach. After, three failed attempts, the handle was removed. The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.